Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing loss of stimulation. The patient has not used his scs system for several years and was unable to establish communication between his rf device and the external devices. The sjm rep confirmed the issue. Surgical intervention will be taken at a later date to address the issue.